Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that there was cracked on back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.